Event description:
The reporter stated that the pt did back to back blood glucose tests, within 10 minutes, using separate fingersticks and in a fasting state. The pt's readings were 165 and 125 mg/dl. The pt did not have any symptoms. The test strips the pt was using had expired in 11/99, and her control solution was also expired. The rptr stated that the pt checks the confirmation dot for enough blood. The lifescan representative reviewed coding, cleaning, application of sample and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8